Manufacturer narrative:
This is a voluntary distributor report. The reported device was returned to conmed for evaluation. Visual inspection verified the metal net ring was detached; therefore, the complaint is confirmed. This device was decontaminated and sent to the manufacturer, unimax, for additional investigation.

Manufacturer narrative:
The reported sb534- specimen bag is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
A conmed representative whom was in the operating room at the time of the event reported the sb532 specimen bag broke inside the patient. Event details are as follows. The deployment of sb532- specimen bag was made through a 5 mm ethicon trocar and a conmed grasper, 3-1008, was used to unroll the specimen bag and place the specimens (bilateral tubes and ovaries) into the bag. The doctor attempted to extract the bag by removing the thumb bow from the deployment sleeve and approximated to the distal end of the trocar. The thumb bow and deployment sleeve were removed and the string was reoriented to be removed through a larger port in the pelvis. Upon the adjustment of the string, it was observed that the two metal prongs were still attached to the specimen bag inside the pelvis. The surgeon had to convert to a 5 mm scope, initially using a 10 mm scope, to attempt extraction and the following items were removed through an umbilical hussein port: white polymer piece, two metal prongs, black polymer and specimen bag. A second sb534 was requested by the surgeon. That device was disassembled alongside the used device on a mayo stand to determine if all components were accounted and retrieved. All components were retrieved. Based on the information provided and no report of patient injury, this report is being filed as a malfunction with potential for injury with recurrence.